Event description:
It was reported by the patient that he was experienced high blood glucose levels 21 mmol and was treated with correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Initial 3 of 4. E1: establishment name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: california. Post office or zip code: 92121. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.